Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. This condition was not reported at time of the event. As received, the axium prime pushwire was found broken at the break indicator with the segments retained by the release wire. The release wire not retracted back. The pushwire was found bent within the introducer sheath at the proximal end and found kinked outside of the introducer sheath from the proximal end. The shield coil was found intact. The coin was found still against the lumen stop with the detach element still attached. The implant coil was found broken from the detach element. The detached implant coil was stretched with the polypropylene filament broken. The axium implant coil tip was missing and the tip outer diameter could not be measured. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device analysis and reported information, we were unable to determine the cause of the event. It is possible the implant coil became damaged when retracting the implant coil following hydration or due to improper hubbing technique (over tightening of the rhv) subsequently causing the implant coil to become stuck in sheath. Advancing the coil against resistance would result in damage/stretch to the implant coil and pushwire. This damage to the implant coil and pushwire is the likely cause of the customer report of stuck in catheter hub. The pushwire was found broken at the break indicator; however, the cause of the break could not be determined. Customer did not report any breaks on the pushwire, therefore it is possible the breaks occur due to handling and return shipping to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil was reported to have experienced resistance within the catheter hub. The coil did exit the sheath with resistance in the distal section. The catheter was not damaged, but the coil was noted to be stretched. This event occurred during the treatment of an internal carotid artery (ica), unruptured, saccular aneurysm. The max diameter was 3mm and the neck was 2mm. The blood flow was normal, and the vessel anatomy was moderate in tortuosity. No patient injury was reported. Evaluation of the returned device found that the implant coil was found broken from the detach element.